Manufacturer narrative:
Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the degeneration and stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 27mm mitral valve implanted 14 years, 11 months, underwent valve-in-valve procedure due to severe degeneration with stenosis, severe regurgitation, and moderate perivalvular insufficiency. A 26mm transcatheter valve successfully implanted. The patient was transferred back to the intensive care unit in stable hemodynamic condition it was reported that regarding the perivalvular leak, if the patient recuperates from this procedure and in the future has any compromise as a consequence of this moderate perivalvular insufficiency, he could be considered for perimitral valve plugging.

Manufacturer narrative:
Reference CAPA-20-00141.